Event description:
The pump was refilled. Five weeks later the patient was seen in clinic. The entire volume from the previous refill was removed from the reservoir (more than expected). There were no audible alarms. The patient did not experience lack of effect because she had oral pain medications available. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.